Event description:
Per the audiologist's report, this patient was jogging, fell and hit his head on the implant side. After this incident, he could no longer hear unless pressure was applied to his transmitter coil. An xray showed discontinuity in the antennae. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon will explant the device and reimplant a new one. The surgery date is not known at this time.